Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump displayed the message "overspeed" and the roller pump stopped. The device was replaced and the procedure concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not begun.